Event description:
It was reported that during a cholecystectomy, the blade broke from the base of the device about 30 minutes after using it. A like device was used to complete the procedure. There was no pt consequence.